Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The root cause was unable to be established. The service history review had no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump was alarming remove and reattach cassette. The pump alarmed and had been pressed the acknowledge button and was beeping every few minutes. The screen had been light up and reads stopped. The settings were reviewed and rate confirmed pump stated. The screen read running continuous reservoir empty in 23 hours and 32 minutes. The pump then started to alarm check for empty tubing. The patient denied any air in the tubing. The pump had been powered down, clamp closed and cassette removed. The bubbles were observed in the tubing that extends across the cassette. The tubing massaged, green tab depressed and cassette tapped on a firm surface. The cassette was reattached, clamp opened and pump powered on the pump was alarming remove and reattach cassette. The cassette was removed and reattached and the alarm returned. There was patient involvement, and no patient harm/adverse event reported.